Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin to fill the cartridge and was not performing the cartridge air removal step. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge and to remove any residual air from the cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.